Event description:
The patient had an acute non stemi 1 day following previously reported mi. The investigator has indicated that it was not related to the target lesion. Location of infarction was non-determinable. Investigator assessed the event as unstable angina. Investigator reported thoracic pains as a description of the event.

Event description:
Four lesions were treated during the index procedure. One endeavor stent was implanted to the proximal lad and one endeavor stent was implanted to the mid lad abutting stents. Two endeavor stents were also implanted to the 1st obtuse marginal abutting stents. The patient suffered a myocardial infarction on the same day as the index procedure (acute non-stemi). The patient was taking asa and clopidogrel/ticlopidine 24 hours prior to the event. It is unknown whether the target lesions were involved in the mi. The location of the infarct was both posterior and lateral. The investigator assessed the event as a non-q-wave mi. The investigator reported that the patient was asymptomatic post procedure. Ptca revascularization of the mid lad was carried out 6 months post index, due to restenosis after previous ptca. One other brand stent was implanted. Investigator has indicated that event was related to study stent. 7 months post index, ptca revascularization of the plsa was carried out. One endeavor sprint stent was implanted. Investigator has indicated that event was not related to the study stent. It was reported that the patient suffered an acute non- stemi approximately 3 years and 2 months from the index procedure. Ref MFR#s 2953200200800368, 2953200200800367, 2953200200800369, 2953200200800366.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (mi).